Event description:
An altitude alarm was declared by the pump. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty, and the customer planned to use multiple daily injections to ensure continued insulin delivery.